Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Date of birth unknown / not provided. Weight unknown / not provided. Lot number unknown / not provided. Additional PMA/510(k) numbers: k101880.

Event description:
It was reported that the implant was fractured. Tooth location 19.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). The imp,tsv,4.7,11.5,mtx,mg (tsvtwb11) could not be located, misplaced in house. Missing products are addressed in ca-05347, if found, the product complaint evaluation will be reopened to capture the additional information. Visual inspection could not be performed. The investigation will be performed based on the available information of the item # (IFU/rmf). Appropriate documentation was reviewed. DHR review and complaint history review could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review by item number was conducted for the (tsvtwb11) dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformance/CAPA/hhe/d/ie/product holds for the reported device related to the reported event. Therefore, based on the available information, device malfunction had occurred and the reported event was confirmed. No further investigation or immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No further event information is available at the time of this report.